Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal impossible. Incorrect orientation of the filter is a known complication for filter placement as indicated in the IFU. The timing and mechanism of the filter tilt remains uncertain. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. (B)(4).

Event description:
Kumar et al failed retrieval of potentially retrievable ivc filters: a report of two cases; cardiovascular interventional radiology (2006) 29:126-127. Report on a case where on the 10th postoperative day, an attempt to remove the ivc filter was made from the right femoral route using the recommended sheath/snare combination. It proved impossible to snare the hook at the lower end of the ivc filter. On a separate occasion, an attempt was made to cannulate adjacent strut-gaps in the caudal end of the filter much as described in the preceding technical report. Despite gentle traction on the apex of the device with the "lasso," the sheath would not advance over the hook. Further angled venography demonstrated that, despite an apparently well-centered appearance on anterior - posterior images, the inferior retrieval hook on the ivc filter was against the ivc wall and had presumably become incorporated into the wall. The patient remains well on treatment for the seminoma.